Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/21/2016, that on (B)(6) 2016, the patient experienced a loss of data after "system checks passed" notification. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.